Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, metal shavings emanating from two shaver blade instruments were observed falling into the pt's joint space. For whatever reason, the debris was not removed from the body. The case was concluded successfully without further issue or harm to the pt. See also associated MDR 1221934-2008-00037.

Manufacturer narrative:
We are in the info gathering mode, also awaiting to see if the complaint device is going to be made available to us for eval. When conclusions can be made, those results will be posted in the follow-up report.